Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and a hole in the sleeve was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set leaked blood. This occurred on 9 occasions during use. The following information was provided by the initial reporter: blood spread in the holder. It seems blood leaked from the side of the holder.

Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set leaked blood. This occurred on 9 occasions during use. The following information was provided by the initial reporter: blood spread in the holder. It seems blood leaked from the side of the holder.